Event description:
A home patient (hp) contacted global technical services regarding a check lines and bags alarm that occurred on the homechoice (hc) unit during refilling the heater in fill 6 of 6. The fill volume (fv) = 722 ml. The technical service representative (tsr) instructed the hp to check the set up. The hp stated she had 2 empty 3 l bags. The tsr assisted the hp to check the program setting. The hp stated the program was set for 6500 ml total volume. The hp stated she had disconnected from the set up without capping the line. The tsr advised the hp to end therapy and call her nurse for further instruction. No patient injury or medical intervention was reported. No further information available.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check lines and bag alarm. The reported condition was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
It was reported that these t72 tibial insert trials from used stock did not pass the inspection protocol for (B)(4).